Manufacturer narrative:
(B)(4). (B)(6). Product has been received and investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. The sterile package was unsealed. No adverse events have been reported as a result of the malfunction.

Event description:
It was reported that the device jammed in mating instrument and foreign substances were inside of the sterile packages.

Event description:
It was reported that foreign substances were inside of the sterile packages. The sterile package mark was not present. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that the sterile packaging had not been sealed and had no sealer watermark. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the root cause of the reported conditions can be attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.